Event description:
Complaint #(B)(4). It was reported that the tip broke off in scope. The generator used was a lumenis versapulse 100 during the ureteroscopy. The tip was not cleaved and stripped and the laser was not fired inside the scope. The tip was flushed out of the scope.

Manufacturer narrative:
The complaint is awaiting receipt of the sample to complete an investigation. Upon completion of the investigation, a follow up report will be submitted.